Manufacturer narrative:
Patient's age is unknown, however, the patient is (B)(6). (B)(4). These codes were selected by the manufacturer based on the condition of the device following the device investigation. A visual examination revealed that the working length was twisted and the exposed cut wire was bent. The melted extrusion, created a tear measuring approximately 6 mm proximally from the distal pierce hole. This tear caused the cutting wire anchor to slide proximally from the distal pierce hole and shortened the exposed cutting wire length, which now does not meet specification. A functional evaluation found that the device did not meet the bowing specification as a result of the melted/split extrusion. The condition of the returned incident device was consistent with the complaint that the device cut wire would not bow, however, this was attributed to melted/split extrusion. During manufacturing, tome devices are 100% inspected, so the condition of the device is likely due to procedural factors. Therefore, the most probable root cause is operational context. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that an ultratome sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure the device was unable to bow. The procedure was completed with another ultratome sphincterotome. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results; melted/split extrusion and cut wire bent.